Event description:
Customer reported he revived a button error alarm on his insulin pump. Customer stated he removed and reinserted the battery and received an unexpected restart alarm. Customer reported that the insulin pump could have been exposed to sweat. Blood glucose 130 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.